Manufacturer narrative:
A field service engineering (fse) was at the customer's site to address reported event. Fse confirmed the complaint by reviewing the error logs and reproduced error by attempting a daily run. Fse resolved complaint by replacing the heater unit for the washer. Fse successfully validated the analyzer by performing quality control run without error and within acceptable range. No further action required by field service. The aia-360 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(4). There were no other similar complaints found during the searched period. The aia-360 operator's manual under chapter 7, section 7.1: list of error messages states the following: waiting for temperature is generated when waiting for the temperature to rise. The operator is instructed to wait until the temperature rises to correct temperature. The most probable cause of the reported event is due to failure of the washer heater unit.

Event description:
A customer reported getting error message 3003 waiting for temperature on the aia-360 analyzer. The customer attempted a system reboot but error persisted. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event, which resulted in a delayed reporting of patient samples for intact parathyroid hormone (ipth). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.